Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there was no known issue with the ipg. The patient was reportedly experiencing inadequate stimulation and will undergo a revision procedure to add a lead and upgrade the ipg.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and a lead was added. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.